Manufacturer narrative:
H4: the lot was manufactured between october 23, 2023 ¿ october 24, 2023. H11: two (2) devices were received for evaluation. A visual inspection on the first device was performed, and the blue winged luer cap being separated from the distal luer was observed. No evidence of physical damage was observed from either the cap or the distal luer. A visual inspection on the second device was performed, and the fill port cap being separated from the fill port was observed. No evidence of physical damage was observed from either the cap or the fill port. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to handling of the product during shipping or distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of small volume intermates had one or both caps fall off the device. The bottles had not been filled yet. This occurred while the devices were inside the packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: this event occurred sometime in 2024. Should additional relevant information become available, a supplemental report will be submitted.